Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was losing coverage in his back and feeling most of the stimulation in his legs for the past several months. The rep reported that the patient had lumbar/low back fusion done in (B)(6) and had 4-5 falls this year that could be related to the issue. The rep reported that an impedance check showed contact 1 was greater than 10,000 ohms. The rep reported that the patient brought x-rays from approximately 9 months prior to the report to the visit on (B)(6) 2017. The leads appeared unmoved at that time; lead tips were at the bottom of t6, bilateral and midline. The rep reported that they reprogrammed the patient using the top of the leads and was able to re-capture some of the low back coverage. The rep reported that the patient had a follow up appointment on (B)(6) 2018. The rep reported that if the patient still complained of increased low back pain, unrelieved by stimulation, may possibly recommend getting x-rays to ensure the leads had not moved re lated to multiple falls. The rep reported that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
(B)(6) implanted: (B)(6) 2012 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the patient losing low back coverage, feeling stimulation in the legs and high impedance on contact 1 was unknown. No further complications were reported.